Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited impedance measurement issues and high pacing threshold measurements. Subsequently a revision procedure was performed where the ra lead was surgically abandoned and the device was explanted. No further information was available and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.